Event description:
The reporter stated the surgeon inserted an aq5010v three pieces silicone lens into the patient's right eye. The lens was removed due to the patient's anatomy, could not support the lens in the eye. The lens was removed with no patient injury. There were no issues with the lens. A different lens model was implanted.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy. (B)(4).